Event description:
Pump was reported to have a cartridge change error. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and follow-up, and the case was closed by technical support.